Event description:
Representative reported physician introduced the catheter needle and put the distal end of the catheter through the needle. He pulled back slightly (because he may have not seen the tip on the catheter.) The catheter was removed and the tip had been sheared off. Another catheter was then implanted. It is assumed the catheter tip remains in the patient. A follow up report will be sent when additional information is available.